Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed oversensed noise on both the rv and ra channels. It was also reported that the ra impedances were out of range. The device is a is part of the subpectoral implant 2009 product advisory, initially communicated on (B)(4) 2009. The local boston scientific field representative reported that the noise seemed to mimic noise that would typically be seen with this advisory. Additional information was received indicating that the noise was reproducible with isometrics. The device and pace sense rv lead also displayed loss of capture (loc) which resulted to greater than two seconds of asystole. Subsequently, a revision procedure was performed where the physician noted the header was loose from the device. Insulation damage was also observed on the ra lead near the terminal end. The ra lead was surgically abandoned and the device was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.